Event description:
It was reported that the right ventricular [rv] lead had high impedance measurements and a lead integrity alert [lia] was triggered. It was also reported that impedance fluctuations began shortly after implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the distal conductor was distorted, the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer insulation had a cosmetic depression and there was apparent explant damage. It was visually noted that there are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determined when but, at some time, the lead was not fully inserted into the device. (B)(4) we did receive performance data collected from the device and have analyzed the data. There were five lead failure predictor for non-sustained high rates less than or equal to 205 ms average ventricular cycle between (B)(6) 2011 and (B)(6) 2012. A lead integrity alert (lia) triggered one patient alert for lead failure predictor on (B)(6) 2012, and one patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data show various spike increases for maximum ventricular pace bipolar impedance of 494 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2012.